Manufacturer narrative:
Investigation is on-going; a f/u report will be submitted with results.

Event description:
It was reported that the footboard was not functioning properly. No pt involvement or adverse consequences were reported.